Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the pump alarmed pump error and failed battery test. Complained abnormal noise doing rewind. Complained the pump is cracked on the retainer ring and battery compartment. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and sleep current measurement. No failed battery test or abnormal noise doing rewind noted. Insulin pump successfully downloaded to thus. No failed battery test or motor errors list in the pump downloaded history. However, unit received with corroded motor home switch. Pump trace download analysis confirmed the pump alarmed pump error on (B)(6) 2021 7:00:00 am and replace battery now alarm on (B)(6) 2021 4:00:00 am. The power management graph confirmed pump error and replace battery now alarm was triggered due to moisture damage to the pcb1 board and pcb2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case, pillowing keypad overlay, cracked retainer, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed pump error in the pump downloaded history. No failed battery test or abnormal noise doing rewind noted during test. Confirmed cracked retainer, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was damaged. It was reported that the reservoir able to lock in place when inserted into pump. Insulin pump had multiple pump error alarms. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Notification light did not immediately stop flashing. Insulin pump was making louder noise on rewind. Insulin pump had crack on it. The internal power source in the insulin pump was unable to charge. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will discontinue the use of device.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.